Manufacturer narrative:
(B)(4) has been initiated for this issue. Model irc5lx, serial number/date code (B)(4) is approximately (B)(6) old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female, (B)(6) and weighs (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown. (B)(6) 2012 - device evaluation completed. Condition of return: the unit appears to be used and in poor condition. Result analysis: visual: the concentrator has 4,649 hours showing on the hour meter. The flow meter and a portion of the control panel is melted. There were scorch marks on the outside cabinet and in area where humidifier bottle would be placed. Area around flow meter is burned and there is a hole in control panel. The access door was not assembled to the unit. The hepa filter is dirty. Inside the unit, part of the internal tubing associated with control panel is melted and tubing coming from sieve beds is blackened. Functional: the concentrator was powered on and it started. Because the flow meter was melted and not functional, the flow could not be set and o2 % could not be measured. Conclusion: from visual inspection and because the unit powered on, the most likely cause of the issue is related to an external source.

Event description:
Unit allegedly caught on fire at the flow meter. No injury is alleged.

Event description:
Unit allegedly caught on fire at the flow meter. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model irc5lx, serial number/date code (B)(4) is approximately 4 years 9 months old. The user manual part number 1118389 rev b (mar-04) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.